Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an avx thrombectomy system. There was blood in the device. The pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An avx® thrombectomy set was being used during a treatment procedure of the left upper extremity. The catheter was able to prime successfully and then completed 20 pulses when the check saline supply occurred. An attempt to clear the message made but was unable to clear the message. The procedure was completed with balloon angioplasty no complications were reported and the patient is fine/stable.